Manufacturer narrative:
The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Review of the history device records was not possible as the lot number was unknown. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that an incident occurred maybe 2 months ago. The physician stated that he was not getting through the inner table quick enough, felt like it was sluggish for some reason, so he increased pressure on the perforator. He went through the inner table and the perforator continued to spin even after going completely through the bone. The dura was damaged, however; there was no damage to the cortex or significant patient injury.